Event description:
A male hlthcare worker experienced a burning and stinging sensation with whitening of the skin on his right middle and right index fingers after removing a peel pouch that had moisture on the outside from a completed cycle. The worker washed his hands and went to employee health. An ointment was applied to the area and the symptoms resolved within one day. It was reported that the vaporizer plate was in place.